Event description:
Spontaneous call from patient. Pump alarm has gone off 3 times within the last month with error message "air in the line." Patient says this occurs for his current two pumps but it also happened with his previous set of pumps that we replaced last month. Patient resolves this by using a different cassette. Patient does not believe it is an issue with the pumps but possibly with the cassettes. No adverse events reported. Patient did not want to speak to a pharmacist, no other details or dates available. Reported to (B)(6) by: patient/caregiver.